Manufacturer narrative:
The removed gas delivery system (gds) was returned to the failure investigation lab (fi). A visual inspection of the gds revealed no evidence of damage or contamination. The fi technician installed the gds into a fi ventilator to duplicate the reported issue. The customer complaint was verified. The root cause was failure of the airflow sensor, caused by u1 drifting out of calibration.

Event description:
The customer called technical support (ts) reporting that the device attempts to enter standby mode when prompted but quickly reverts to normal ventilation, unable to get unit in standby mode. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during setup. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised the customer to perform air and o2 flow accuracy checks in v60 pvt to see if flow sensors are out of specification, if so, replace flow sensor assembly, provided part number for the flow sensor assembly, air and o2. Further information is pending.

Manufacturer narrative:
The customer replaced the flow sensor assembly to resolve the reported issue. The device passed the required performance verification tests and was returned